Event description:
During a lung resection on the third firing of the ez35w the device would not release from the lung tissue. A second device was opened and fired above the original device that would not open to remove the specimen. The nurse was able to pry the jaws of the device open with a surgical instrument. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: missing firing wedge. Conclusion: based upon the inquiry info received and the visual examination, no conclusion could be reached as to what may have caused the reported incident. The anvil opened and closed properly when tested. The instrument was disassembled and was found to missing the left center firing wedge. No conclusion could be reached as to how this damaged occurred. This inquiry was originally reported as an rpo "record purpose only."